Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The back valves had a part detached at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The case continued. There was no patient consequence reported. It appeared that the white piece that is normally at the back of the valve had broken off and was in the channel that the dilator and catheter normally go through. There were no free floating separate pieces but usually the white piece is attached at the very back of the valve. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. This was noticed during preparation of equipment for the procedure. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The back valves had a part detached at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The case continued. There was no patient consequence reported. The sheath was not being used on the patient. This was noticed during preparation of equipment for the procedure. The investigation was completed on 09-mar-2022. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional tests of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The dilator was not returned. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and the physical damage observed in the dilator suggest that excessive force was applied. The hemostatic valve dislodgment could be related to the resistance detected by the customer. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. According to the odp (optimal performance guide), there are some precautions and recommendations on inserting the dilator into the vizigo sheath: -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)